Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 05/2024).

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly sheared off completely during inflation in the patient's subclavian vein at 16 atm and the entirety of the balloon got separated from the shaft. It was further reported that, a stent was put to prevent the sheared off balloon from migrating further into the circulatory system and this has resulted in an occlusion of the subclavian vein. Reportedly, the patient was diagnosed with constant blood clots which might require additional surgical intervention. The current status of the patient is unknown.

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly sheared off completely during inflation in the patient's subclavian vein at 16 atm and the entirety of the balloon got separated from the shaft, and the balloon got stuck in to patients vein. It was further reported that, a stent was put to prevent the sheared off balloon from migrating further into the circulatory system and this has resulted in an occlusion of the subclavian vein. Reportedly, the patient was diagnosed with constant blood clots which might require additional surgical intervention. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one atlas gold dilatation catheter was returned for evaluation. The balloon was noted to have detached from the catheter and was not returned for evaluation. A glue bullet was not noted seated in the position. No other specific anomalies were noted during the visual evaluation. No further testing was performed due to the nature of the complaint. As a result, the balloon detachment investigation was confirmed, as the balloon was completely detached during the visual evaluation and was not returned for evaluation. However, the investigation remains inconclusive for the reported balloon entrapment as the conditions of use couldn¿t be reproduced under laboratory conditions. A definitive root cause for the reported balloon detachment and balloon entrapment could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiration date: 05/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.